Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded to address the issue. Subsequently, multiple cartridge alarm (alarm 30) occurred during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 215-221 mg/dl.